Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided. This event is related to MDR 1810909-2023-00227.

Event description:
An advocate called on behalf of her child to report that they obtained blood glucose readings of 495 mg/dl at 9:04 a.m. And 513 mg/dl at 9:06 a.m., 590 mg/dl at 9:30 a.m. And 104 mg/dl at 9:40 a.m. With the contour next one meter. The customer was experiencing symptoms of hypoglycemia, which were described as being shaky, nauseous and dizzy. The customer drank juice after which he was still experiencing hypoglycemic symptoms, so he ate chips and recovered well. There was no allegation of an adverse event. The advocate was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the advocate. Since the strip information was not provided, this report will be submitted under the meter information.

Manufacturer narrative:
The customer did not return the device for evaluation. Since the lot # of the contour next test strips associated with the event was not provided, an in-house testing could not be performed with in-house samples. A device history record was reviewed for the suspected contour next one meter with serial # (B)(6) and no manufacturing anomalies were found.

Manufacturer narrative:
UDI related data quality updates only: sections d1 (brand name) and d4 (catalog #, lot # and UDI #) have been updated. The contour® next one meter does not have an expiration date. Therefore, no information was captured in section d4 (expiration date). The warranty period of the meter is 5 years from the date of the original purchase.